Event description:
It was reported that the device failed to display cassette lock. No patient injury reported.

Manufacturer narrative:
A manufacturing device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received or evaluation. Visual and functional testing were performed. Visual inspection found that the seal was missing. During functional testing, the reported problem was duplicated. Customer error was duplicated and verified in the device mode status during the investigations: device latch lock sensor could not detect when cassette was locked. The root cause of the reported issue was found to be an inoperable latch/lock flex sensor circuit. Replaced inoperable latch/lock flex sensor circuit.